Manufacturer narrative:
(B)(4). Date sent: 5/13/2021. D4: batch#: t5ey7l. H6: component code: mechanical(g04), others(g07). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60g reload, batch number: t5ey7l, was returned unfired, without sterile packaging. Upon evaluation, a second pan batch number: p58059 was noted to be attached to the reload, partially dislodged from both proximal sides. In addition, reload tyvek was received with lot number: u4002y. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: prior to reloading the instrument, hold the instrument in a vertical position, with anvil and cartridge jaw completely submerged in a sterile solution. Swish vigorously and then wipe the inside and outside surfaces of the anvil and cartridge jaw to clean any unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Examine the new reload for the presence of a staple retaining cap. If the retaining cap is not in place, discard the reload. It should be noted that product failure is multifactorial. It is possible that when the reload was loaded into the device a pan was already lodged in the channel causing overlapping of the pans from a previous reload used on the device. Dislodgement as a result of the removal of the reload from the device is the most likely scenario, as the manufacturing dates between reloads are off a three years span. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4) date sent: 4/9/2021 additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? Ans : no 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Ans : no

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Please provide the status of the device(s) as it has not been received for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during lap sleeve gastrectomy procedure, when surgeon opened gst60g reload, he found lower portion of the reload was damaged and thus didn't use the reload. It is unknown how the procedure was completed and patient consequence was not reported.